Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient in response to follow-up reported that no known circumstances had led to the event. The issue was not resolved as the patient had to catheterize. The device was turned off and no significant change resulted. It was noted that no one knew what settings worked as it was all guess work. The doctor put it in and then there was no follow-up.

Event description:
The patient stated that the secondary reason for the MRI was urinary retention which was the reason she got the device. The patient stated that the device has been off for 3-4 months and stated that the device was not helping her situation but was making it worse. The patient stated that they are still doing scans to see if it was better with the device off. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information has been requested regarding device not helping with the retention but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.